Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Corrosion of the stem-head interface with subsequent re-coupling and metallosis.

Event description:
Corrosion of the stem-head interface with subsequent re-coupling and metallosis.

Manufacturer narrative:
Additional information- lot number corrected. An event regarding corrosion (resulting in disassociation) and metallosis involving a accolade stem was reported. The corrosion/disassociation was confirmed through return of the device. Metallosis was not confirmed. Method & results: device evaluation and results: the wear observed on the hip stem trunnion and neck is consistent with loss of the taper lock between the stem trunnion and the femoral head. Eds showed the stem was consistent with an astm f1813 alloy and the head was consistent with an astm 1537 alloy. The adhered material on the stem was consistent with material transfer from the head, biological material, and an oxide. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: the provided medical records were provided to a clinician and subsequently rejected for medical review. The clinician indicated: need operative reports, clinical and past medical history, serial x-rays and pathology reports. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the wear observed on the hip stem trunnion and neck is consistent with loss of the taper lock between the stem trunnion and the femoral head. Eds showed the stem was consistent with an astm f1813 alloy and the head was consistent with an astm 1537 alloy. The adhered material on the stem was consistent with material transfer from the head, biological material, and an oxide. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. While the corrosion could be confirmed based on the return of the device, the exact cause of the event could not be determined as insufficient information was provided. The clinician indicated: need operative reports, clinical and past medical history, serial x-rays and pathology reports. The metallosis event could not be confirmed based on the information provided. Additional information including operative reports, clinical and past medical history, serial x-rays and pathology reports are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.